Event description:
When unpacking radial jaw 4 biopsy forceps during oesophogastroduodenoscopy (ogd) procedure, it was noticed that the metal on the end of the forcep was bent and could not be straightened. The metal on the end of the other rj4 forcep could not be put down the scope. The procedure was finished with another set of rj4 forceps. The patient's condition at the conclusion of the procedure was reported to be "stable". Refer to associated manufacturer report #3005099803-2008-00xxx for a description of the other event.

Manufacturer narrative:
A device history record (DHR) review of lot revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot. The dfu (directions for use) states the following: "endoscopy should be performed only by persons having adequate experience and training" "the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged" "if the device fails to operate properly in any way or shows any sign of damage, do not use it" "maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscopy" "if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together". "Caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws" it is important to follow dfu instructions since dfu helps to ensure the correct use of the device. As per event description, the failure was detected during pre use product verification as per dfu instructions (if revision was performed). There are current controls during the manufacturing process in order to assure product integrity. The product analysis could not be performed. The complaint is not confirmed as the suspect device was not available for the evaluation. The most probable root cause is undeterminable.